Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 05/11/2015 with the following findings: the black box showed a low battery warning was confirmed on (B)(6) 2015 at 7:24 pm. There was a battery change observed on (B)(6) 2015 at 8:32 am. There was no evidence of short battery life observed in the pump histories. The pump powered on normal with no alarms. The pump electrical current draws were tested and were within specifications. Both a low battery warning and a replace battery alarm reproduced during testing and the pump gave audible and visual alert. The pump was exercised for 24 hrs with no alarms or power issues occurring. The battery indicator was functioning appropriately. The pump was opened and no damage was found to the power circuit. The daily insulin delivery totals correctly reflected the user's programmed basal rates. There was no activity outside normal use observed in the black box or download history. The pump passed a delivery accuracy test and was found to be delivering within required specifications. Unrelated to the original complaint, the display was dim and the letters have a red hue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2012, the reporter contacted animas to report the pump battery indicator went from three bars to low battery alarm very quickly. The patient noted that sometimes she delayed in replacing the pump's battery, and her subsequent blood glucose readings were elevated. The patient reported she corrected her elevated blood glucose readings with an insulin bolus, then she experienced low blood glucose levels. The patient refused to provide specific details of these low and high blood glucose readings. The patient also refused to review and troubleshoot the pump, therefore, it was not possible to confirm the total basal/bolus doses given. The technical support representative reviewed with the patient that the pump was functioning appropriately, and that the pump provided 30 minutes more power after the "low battery" alarm was given. The patient's technique was incorrect by not replacing the pump battery. There was no evidence the pump was not functioning appropriately in delivering insulin and in alarming the user to the low battery status. However, as the patient allegedly suffered both low and high blood glucose levels after this issue occurred, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.